Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Partial rinseback was performed, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the pt's blood as instructed in the user's guide. The product was not available for eval. The exact cause of the reported alarm cannot be determined. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.